Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed in intraoral region 14#,, its non-osseointegration was observed. In addition, 25ncm of primary stability was achieved, the patient presented bone type ii and bone graft was executed. Moreover, the perforation of the sinus membrane has occurred during surgery.